Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00467, 3012447612-2017-00468, and 3012447612-2017-00469.

Event description:
It was reported that three sleeves were found bent after surgery. There were no reports of patient impacts as a result of this event. This is report two of three for this event.

Manufacturer narrative:
The returned sleeve was evaluated. The distal tip was found to have fractured off. Since this was found outside of a surgical setting, the cause cannot be definitively determined. However, possible contributing factors include improper alignment between the sleeve and the mating pedicle screw during use or dropping the device during use, cleaning, or handling. A review of the manufacturing records did not identify any issues which would have contributed to this event.